Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin kept coming out of the tubing after customer hit "stop" during the fill tubing process. There was no adverse impact to customer's blood glucose level. Issue resolved. Customer successfully resumed insulin..